Event description:
It was reported that the patient had an advance sling implanted on an unknown date. The patient's level of incontinence was unchanged following the implant of the advance sling. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted due to incontinence.